Event description:
It was reported that patient received inappropriate shock and a patient notification alert. Patient presented in clinic with back up vvi mode and received another patient notification alert. Patient was otherwise asymptomatic. Upon review of the session record, the reason for the reset issue was power off reset and a cf value. The patient reported no electromagnetic induction during the time of the back-up issue. A device restore to normal function was completed. The reset issue for back up vvi was unknown.